Event description:
The patient received a blister approximately 1cm in diameter after an electrotherapy treatment. The patient was being treated for ridiculopathy and elbow pain. The clinician prescribed the premod electrotherapy waveform. The treatment was applied at an intensity of 22 and a frequency of 80 to 150hz. A 2.75 inch diameter self adhesive electrodes were used for the treatment. The patient completed the treatment with no noted issues. When the patient returned, at a later date, he indicated the blister to the clinician. The patient's treatment progression was not impeded. The patient did not require any known medical attention for the blister.

Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.